Manufacturer narrative:
Exact date unknown, event occurred few months from date manufacturer was made aware. Explant date: 2020.

Event description:
It was reported via social media that patient underwent an explant procedure as the device did not work and more time was spent on recharging it. No further information could be obtained.